Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using humalog u-500 insulin. Tandem technical support (cts) informed customer that using humalog u-500 insulin is off label per the user guide. Customer was assisted by their daughter who took the customer to the emergency room, where customer was admitted into the emergency room (ER) with a blood glucose level of 600 mg/dl. Customer attempted to address the elevated (bg) by administering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on the same day, with no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.